Event description:
(B)(4). It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with stable angina. Subsequently, index procedure was performed. The 75% stenosed target lesion was an eccentric, type b2, non-diffuse lesion located in the severely tortuous and non-calcified mid right coronary artery (rca). The target lesion was 12 mm long, with vessel diameter of 3.5 mm and a lesion bend more than 45 degrees and lesser than 90 degrees. The lesion was treated with pre-dilatation followed by placement of a 3.5 x 16 mm promus element stent at 12 atmospheres. Following post-dilatation, residual stenosis was 25% and timi flow 3 was restored. Two days post procedure, the patient was discharged. In (B)(6) 2013, the patient presented coronary stenosis at right posterior descending artery (rpda) and restenosis at mid left anterior descending (lad) artery. In (B)(6) 2013, CABG procedure was performed and the event was considered resolved and the patient status was good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).